Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and a bolus was delivered to address bg. Customer alleged pump was not delivering insulin. Customer declined tandem technical support's offer to perform a pump system check. Recommendation was made for the customer to discuss the event with a healthcare provider.